Event description:
During the case this proudct looked to have "dry rot". The suture broke when the knot pusher was slid down. It took the surgeon about 15 minutes in order to retrieve the suture. A back-up device was successfully used to complete the surgery. Sales rep states that the t's are placed and the knot pusher introduced over the suture prior to sliding the knot. While the knot was being tightened, the suture broke. The knot pusher was not being used yet. The surgeon was able to retrieve most of the suture but the t's remain in the pt. No pt injuries resulted.